Manufacturer narrative:
. Investigation ¿ evaluation a physician from (B)(6)hospital (korea) informed cook on 08aug2023 of an incident involving a ngage nitinol stone extractor (rpn: nge-017115) from lot # ns15179879. It was reported that the basket would not open/close prior to a ureteroscopy (urs) procedure on 02aug2023. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures for the device, as well as a visual inspection of a customer provided photo, were conducted during the investigation. The complaint device was not returned. A picture of the complaint device was provided, showing the orange support sheath had separated near the handle. A document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot ns15179879 records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the customer provided photo, and the results of the investigation, the cause for the damage was not able to be determined. The separated support sheath would have prevented the basket from opening/closing. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that an ngage nitinol stone extractor did not open and close. The customer indicated there was a "problem with the wire" and "wire was broken on the basket." The customer provided photo shows separation of the support sheath. The procedure was completed using a new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable.g4- PMA/510(k) #: exempt.this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.